Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited signal artifact monitor (sam) episodes while they were having a ventricular tachycardia (vt) ablation. Upon review, these sam episodes were inappropriate. One of the lead diagnostics was out of range from noise from electromagnetic interference (emi) from ablation. The health care professional (hcp) stated that the patient had gotten externally shocked after the ablation as they went into ventricular tachycardia (vt). This device remains in service. No adverse patient effects were reported.